Manufacturer narrative:
Additional information: h6 (update codes), and h11. H11: the devices were not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) is unknown, therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) novum iq large volume pumps had an issue of multiple occlusion alarms while pump is actively infusing and they are seeing drops falling during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.